Event description:
During routine inspection performed by our distributor in (B)(6), a thin tiny fiber was found on the external side of the graft. There was no pt injury as the device never reached any hospital.

Manufacturer narrative:
An examination of the complaint device under magnifying glass confirmed the presence of a thin tiny black fiber (approx. 3mm long) on the external side of the graft. A microscopic examination of the fiber was performed. It evidenced scales on the surface characteristic of a piece of hair. The products are manufactured and packaged in a controlled environment. Gowning/cleaning procedures are implemented in order to prevent foreign contamination. The presence of a foreign matter is a criteria for rejecting the product. This piece of hair should have been detected during quality control inspections. A corrective action has been initiated in order to prevent reoccurrence.